Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: dr placed structural balloon trocar in patient but could not get it to inflate with the bulb pump. Current patient status: fine, no problem. Did this result in tissue damage or patient injury ? (E.g. Unanticipated tissue loss, unintended colostomy, laparotomy, re-operation, etc.): no there was no unanticipated blood loss of more than 250cc. There was no delay over 30 minutes. If applicable, what was done to correct this condition ? (E.g. Cautery, sutured, applied another device, etc.) : applied another device.